Event description:
Procedure type: roux-en-y. According to the reporter: the eea got stuck in the tissue after firing. The stapler had to be cut out to remove it. The surgeon had to redo the anastomosis using another eea and orvil anvil without peristrips. Peristrip reinforcement was used. Operating time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).